Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient (dbs dystonia registry a4012) underwent a revision procedure where their implantable pulse generator (ipg) was explanted and replaced for an unknown reason. No additional information is available.